Event description:
Philips received a complaint on the v60 ventilator indicating that the device would did run on backup battery when attempted. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that when they attempted to let the device run on backup battery power, having disconnected the alternating current (ac) power cord, the device shutdown. When attempting to start the device without the ac power cord connected, the device would not power on. The rse spoke with the customer, who stated that the device was left charging overnight and the battery was found to be 14.5 volts. The rse advised replacement of the backup battery and an inspection of the ac power cord. This investigation is ongoing.